Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The lens was returned posterior surface up and tilted against three posts in a lens case. The mylar had been removed from the lens case. The optic has been cut from the edge to the center. The lens was cleaned with klrp for further evaluation. The optic had a crack in the center angled to the cut area. This damage may indicate a plunger over/underride occurred. Forcep marks were observed, which appear to be removal damage. The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had a large aneurysm on the bottom left. The cartridge tip had heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The lens was returned with damage that may indicate a plunger over/underride occurred. The root cause for the damage may be related to a failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the cartridge. The cartridge tip had a large aneurysm on the bottom left. The cartridge tip had heavy stress. The tip aneurysm would indicate the lens and plunger were not in acceptable positions for advancement. Stress is an expected occurrence with a lens delivery and does not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after intraocular lens implantation surgery, damage on the lens was noticed. Subsequently the lens was removed during initial procedure and the procedure completed on the same day. No further information is expected as reporter unwilling to provide additional information.